Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1g, intraperitoneally, discontinued) and amikacin injection (500gm, intraperitoneally, discontinued, followed by 100mg one bag, intraperitoneally, discontinued) for peritonitis. Two days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). Six days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. No additional information is available.